Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas and dexcom g7 experienced recurrent nocturnal hypoglycemia, including a documented glucose of 39 mg/dl lasting about 40 minutes, after discontinuing meal announcements due to concern for post-meal lows and relying on automated corrections while also self-treating with rapid-acting carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other reported clinical sequelae. Outcomes included self-treatment with oral glucose and stabilization of glucose to 153 mg/dl without medical intervention or hospitalization. Investigation included review of device-generated reports and case review by customer care, with outreach to clinical decision support. Investigation of this case revealed no device malfunction and suggested potential overcorrection with rapid-acting carbohydrates combined with automated insulin corrections and possible high insulin sensitivity as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.